Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 21-mar-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving dilaudid with concentration 6 mg at a dose rate of 0.372 via an implantable pump for spinal pain. It was reported the patient¿s pump was replaced regarding regular elective replacement indicator (eri). During the pump replacement surgery the catheter could not be aspirated via the catheter access port (cap) at pump replacement so they opted to remove and replace. No patient symptom was reported. Environmental/external/patient factors that may have led or contributed to the issue were unknown. The complete catheter was explanted and replaced. The issue was resolved. The patient was without injury regarding their status at the time of the report. The catheter was discarded by the healthcare provider. The date of the event was unknown. Other medications (oral, etc.) The patient was taking event was unable to be obtained. The patient¿s weight and medical history was indicated as having been requested but was unknown. It was noted that the hcp had no further information regarding the event. No further patient complications have been reported as a result of this event.